Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose levels. The customer's blood glucose level was 414 mg/dl. The customer did not mention how they treated. The customer did not mention any symptoms. The customer had been off the insulin pump for less than 48 hours. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Customer reports calibration required from the auto mode readiness screen. The insulin pump will not be returned for analysis.